Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during a pci procedure involving a 100% stenotic lesion located in the distal circumflex (cx) coronary artery, the maverick2 monorail balloon ruptured at 10 atms on the second inflation. The atms reached on the initial inflation is unk. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'good'.